Manufacturer narrative:
Initial and final MDR 1932718 - MDR 8021545-2024-03010 - device 2 of 3. E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced an 3 infusion sets leakage event at the site. The infusion set was in use for 4 days. No further information was available.